Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a skin reaction 9 days after the sensor was inserted the site became infected with redness and a bump under the skin. She went to see her physician on (B)(6) 2019 and was advised to apply a warm compress every 2-4 hours and take keflex (cephalexin) for 7 days. At the time of contact she was still recovering. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.